Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500, they encountered greater than normal resistance when inserting the harvesting tool into the cannula. The jaws were not open during the insertion of the tool. The device seems to be more resistant when trying to advance and retract through the cannula. They feel that it is taking them longer to harvest vein. They also feel that it is a safety hazard in that when they are pushing harder for the tool to go through the channel they are at risk of rapidly pushing it out the other end possibly causing unintentional injury to the tissue. The case proceeded without incident and the device was used throughout the case.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/26/2022. An investigation was conducted on 06/01/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on both the harvesting device handle as well as on the cannula handle. The harvesting device returned outside the cannula. There were no visual defects were observed on the heater wire or the silicone insulation on the harvesting device. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place. The harvesting device was then inserted into the cannula with no physical or visual difficulties. There were no other visual defects observed. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed. The lot # 25162261 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.